Manufacturer narrative:
510k: this report is for an unk - nail head elements/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent removal of distal locking screw and trochanteric femoral nailing advanced (tfna) nail due to breakage. The initial citation of the device was one year ago on (B)(6) 2020. On (B)(6) of this year, the helical blade was removed, it was also reported that the patient fell and had a neck and locking screw breakage. Trochanteric femoral nailing advanced (tfna) nail which removed as well as broken locking screw, conversion to a total hip arthroplasty following removal of helical blade and subsequent fall which resulted in a displaced femoral neck fracture. Approximately 6 weeks after helical blade was removed, patient fell and suffered a displaced femoral neck fracture which lead to the tfna removal and conversion to a total hip arthroplasty. Patient had 3 surgeries 1) implantation of tfna long nail on (B)(6) 2020 2) removal of helical blade because of pain at blade site on lateral cortex of femur in (B)(6) 2021) conversion to a total hip arthroplasty follows a femoral neck fracture. This is when broken distal 5.0mm locking screw was discovered. Broken distal locking screw and nail were removed successfully. This report is for one (1) unk - nail head elements: tfna helical blade. This is report 1 of 1 for complaint (B)(4) captures the post-op event which involves removal of helical blade due to pain at blade site on lateral cortex of femur in (B)(6) 2021 and related complaint (B)(4) captures the intra-op event removal of distal locking screw and trochanteric femoral nailing advanced (tfna) nail due to breakage.